Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to try reconnecting the smart device to the transmitter as the patient's receiver was working properly; this was unsuccessful. Dexcom representative then advised the patient to reinstall the application. No additional patient or event information is available.